Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address tibial loosening and subsidence. Surgeon suspects that trumatch blocks caused the tibia to be cut into varus, causing the loosening and subsidence.